Event description:
A report was received that the pt's lead was beginning to come up close to the surface of the skin, but had not yet eroded through. The pt's precision system was explanted and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
The devices involved in the event were not returned to bsn as they were kept by the medical facility.